Event description:
On (B)(6) 2010 it was reported that the patient was getting 'caution negative ultrafiltration' alarms during his last few therapies. After looking at the patient's alarm and therapy logs it appeared that the patient was having difficulty during his drains. When the patient was lying down he was getting low drain alarms but when he sat up the fluid drained without issue. The patient's total ultrafiltration value was +1121ml (after draining approximately 4000ml during drain 4 of 6). The patient had not bypassed any stage in the therapy. The largest prescribed fill volume was 2500ml. Therefore, this event meets increased intraperitoneal volume (iipv) criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.